Manufacturer narrative:
Investigation revealed that the root cause of the incident is related to high fatigue and stress placed on the weld of the top plate of the seat post. Permobil's weld method on this revision of the affected component was more susceptible to failure due to stress and fatigue over time. Permobil conducted a design change in 2011 to include a stronger weld to the component to be able to withstand additional stress and fatigue. The DHR for this device was reviewed and the wheelchair met specification prior to distribution.

Event description:
During a routine service inspection by the dealer, it was discovered that the upper post plate for the seat elevator starting to fracture in the area around the weld.